Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the seal plate was damaged, consistent with arcing. Damage to the insulation in the knife track was also observed. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade movement was hindered by the damage to the seal plate and insulation. The cut was not performed. It was reported that the knife blade did not retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The damage to the seal plate was consistent with the user inadvertently closing jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a peritoneal dialysis (pd) surgery, during tissue detachment, the blade was fixated when the cutting trigger was pulled and did not return. The knife blade did not protrude beyond the edge of the jaws, and it did not cause the procedure to be extended by more than 30 minutes. Another device was used with the same generator, and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a peritoneal dialysis (pd) surgery, during tissue detachment, the blade was fixated when the cutting trigger was pulled and did not return. Another device was used with the same generator and it worked fine. There was no patient injury.